Manufacturer narrative:
Other, other text: additional information provided in h6 and h10. Device evaluation: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. An extension set was observed with no discrepancies identified that could contribute to the failure mode reported. No obstructions, damaged, broken, or other defects were detected in any of the joints of the product. No leaks were found on the sample, thus the failure mode reported was not confirmed. Root cause cannot be determined since the complaint was not confirmed. No corrective actions are required since the complaint was not confirmed.

Event description:
It was reported that the pharmacist noted some residual chemo droplets between the connection of the pigtail and extension set. The pharmacist also noted that the extension set and pigtail were not connected at all. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.